Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was pocket erosion of the device through the skin. The cultures taken were wound cultures but the results were unknown. Treatment with antibiotics was necessary as a result of this infection and erosion event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented with a pocket hematoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection and erosion occurred approximately four weeks after implant. The implantable pulse generator (ipg) system was explanted and replaced by a leadless pacemaker. Cultures were taken and it was unknown whether treatment with antibiotics was necessary. No further patient complications have been reported as a result of this event.